Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It has been reported that the patient underwent an additional surgical procedure for the repair of a bowel obstruction and removal of the mesh. After this procedure, the patient was hospitalized for a bowel leak, became septic and then succumbed to her injuries. At this time, as medical records, autopsy report, and death certificate have not been provided, it is unknown at this time if the mesh caused or contributed to the death of the patient. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the decedent patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number 0123680, lot number 43aqd341 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the decedent patient underwent an additional surgery to repair a bowel obstruction and remove the mesh. It is alleged that on (B)(6) 2016, the decedent patient was then hospitalized for a bowel leak and then became septic and succumbed to her injuries resulting in her death on (B)(6) 2016. As alleged, the decedent patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, shortened life expectancy, and medical and nursing treatment due to the alleged defective composix e/x hernia patch.

Manufacturer narrative:
To date, limited information has been provided. Based on the limited information available at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. It has been reported that the patient underwent an additional surgical procedure for the repair of a bowel obstruction and removal of the mesh. After this procedure, the patient was hospitalized for a bowel leak, became septic and then succumbed to her injuries. At this time, as medical records, autopsy report, and death certificate have not been provided, it is unknown at this time if the mesh caused or contributed to the death of the patient. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the date of event. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 9 years 5 months post implant of composix e/x mesh, patient was diagnosed with sepsis, bowel perforation, fistula, bowel obstruction, adhesions, inflammation and abdominal pain thereby underwent repair with mesh removal. Patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including death. Upon review of medical records, no autopsy report or death certificate have been provided and the direct cause of death is unknown at this time. The instructions-for-use supplied with the device lists adhesions, inflammation and fistula formation as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patients attorney that on (B)(6) 2006, the decedent patient underwent surgery for repair of a ventral hernia. As reported, a bard/davol composix e/x hernia patch mesh, reference number 0123680, lot number 43aqd341 was implanted to repair the hernia defect. It is alleged that on (B)(6) 2016, the decedent patient underwent an additional surgery to repair a bowel obstruction and remove the mesh. It is alleged that on (B)(6) 2016, the decedent patient was then hospitalized for a bowel leak and then became septic and succumbed to her injuries resulting in her death on (B)(6) 2016. As alleged, the decedent patient suffered bodily injury resulting in pain and suffering, disability, disfigurement, shortened life expectancy, and medical and nursing treatment due to the alleged defective composix e/x hernia patch. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with large incisional hernia thereby underwent laparoscopic to open repair with the implant of composix e/x mesh. Per operative notes, ¿adhesiolysis was performed. A composix e/x mesh was placed and sutured.¿ (B)(6) 2014 to (B)(6) 2015 - patient visited hospital for abdominal pain, small bowel obstruction. (B)(6) 2016 - patient was diagnosed with crohn's disease with distal ileal and anastomotic strictures causing multiple episodes of small bowel obstruction, extensive adhesions thereby underwent open repair with removal of mesh, resection of ileocolic anastomosis and distal ileal strictures. Per operative notes, ¿there were dense adhesions present. Then, worked on the top of the mesh where it was actually used as a bridging mesh. Uncovered the entire upper surface of the mesh and then began to disconnect it from its attachments into the underside of the fascia. The mesh was removed. There was a tight stricture at the ileocolic anastomosis, dilated area from the cephalad stricture and transected the bowel in this region.¿ (B)(6) 2016 - patient was diagnosed with small bowel leak with peritonitis, enterocutaneous fistula, abdominal wall dehiscence at the upper end with transverse colon protruding out and fascial necrosis thereby underwent reopen of laparotomy, debridement of abdominal wall fascia and peritoneal cavity, small bowel resection. (B)(6) 2016 - patient was consulted for infectious disease and postsurgical open abdominal sepsis. Patient has been complicated by respiratory failure, episodes of sepsis requiring pressors and antibiotics, developed enterocutaneous fistula, abdominal wall dehiscence and fascial necrosis. Attorney alleges that the patient had death, abscess, adhesions, bowel obstruction and removal, fistulae, infection, mesh migration, pain, hernia recurrence, abdominal wall dehiscence, bowel leak, peritonitis, fascial necrosis and emotional injuries.